Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 570 was confirmed. The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA mdq-CAPA was opened and is investigating reports of the failure code 570.

Event description:
It was reported that the lead was repositioned due to elevated thresholds caused by dislodgement.